Event description:
It was reported that the ICD has reached eri, 29 months post-implant. It was also noted that a device parameter error message had been detected. The device configuration was set on n/a and all functions off.